Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes that the patient had a "fluttery feeling" in her chest a few days post implant. The physician opened the pocket and performed a lead revision. A few days later, the patient began to feel poorly again. A program change was made, but the patient still did not feel well. The lead was repositioned due to dislodgement.